Event description:
It was reported "wire kinked out of box". There was no patient involvement with the device. A new kit was opened and a line placed without further issue.

Manufacturer narrative:
Qn#(B)(4). New information received indicates that this was not a reportable event, thus, the initial MDR submitted on (B)(6) 2023 should be retracted.

Event description:
It was reported "wire kinked out of box". There was no patient involvement with the device. A new kit was opened and a line placed without further issue.

Manufacturer narrative:
(B)(4).